Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump squirted out insulin during priming. The customer¿s blood glucose was unknown. Customer also reported that rewound took longer time to complete and crack by battery compartment. Customer declined to spoke with 24 hour technical support. The insulin pump will not be returned for analysis.